Event description:
It was reported that the 9900 system touch screen locked up and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was replaced and the power supply voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.